Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. This rv lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received from the field. This rv lead exhibited high out of range shock impedance measurements, measuring 125 to 150 ohms. This rv lead was replaced prophylactically.

Manufacturer narrative:
Additional information added to b5. H6 updated.